Event description:
The intended procedure performed when the event occurred was a colonoscopy.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and resolution information. Updates to sections b5 and h6. The problem was resolved upon replacing the bulb. The user facility indicated that all settings were verified correct except the life hours of the lamp were not reset when the bulb was initially replaced.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the end of the lamp's life was reached.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that an e103 error occurred. The problem, as reported to olympus, was first identified before and at the beginning of a diagnostic procedure. There was a delay in the procedure. The intended procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.